Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the mlx 300w xenon lightsource (00mlx) light machine was making a clicking sound, then went out and began to emit a burning smell. There was no patient involvement; thus, no injury, death, or surgical delay was reported.